Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). Sw 2.9d retainer ring = clear. Customer complained about there was a crack on the back side of the pump. Unit perform visual inspection and pump received with serial number label fading, cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment. Tested with a test p-cap and the test p-cap locked in place properly. Unit passed displacement test. Unit was confirmed for physical damage on the cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment. Unit passed required testing.

Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.